Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that an ophthalmic gas dispensing regulator valve would not allow gas to flow out prior to the start of a vitrectomy procedure. There was no patient involvement with the reported device.

Manufacturer narrative:
Per the device contract manufacturer's investigation, the gas regulator was not returned for evaluation. A review of the batch production record for the reported lot number was performed which confirmed the product met specifications at the time of release. A review of the complaint records showed no other complaints against the reported lot number. With no additional, related information provided, the customer reported event was not confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device contract manufacturer was notified of this report. To date, the contract manufacturer evaluation has not been received. No further information was able to be obtained from this customer. With no additional, related information provided, the customer's reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).